Event description:
False negative result(s). User stated that they received 2 positive results with quick vue kits. User then took a ff test and received a negative result. User then took a quick vue test to confirm and received a positive result. User is concerned about accuracy of ff based on results received from competitior.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100046 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.